Event description:
It was reported that in stage I, the patient had a 2nd side (left) lead implantation and corresponding connection to their previously implanted neurostimulator. Impedances were checked and were normal. In stage ii, an extension was tunneled and connected to lead and neurostimulator. Impedances were tested out of range (4100 ohm). The extension was disconnected and reconnected with 4 new impedance values greater than 40,000 ohms (all involving contact 3). The extension was once again disconnected and reconnected, but still had out of range impedance values. The extension was replaced and impedances remained out of range. The neurostimulator was replaced and impedances remained out of range, all involving contact 3 and greater than 40,000 ohms. The physician decided to proceed with implant and program around electrode 3. It was noted that there was no injury to the patient and the patient recovered without sequelae. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Extension model 37085-40, serial# (B)(4), implanted: (B)(6)-2012, explanted: na, lead model 3389s-40, lot# v798257, implanted: (B)(6)-2012, explanted: na, lead model 3389s-40, lot# v798257, implanted: (B)(6)-2011, explanted: na, programmer model 37642, serial# (B)(4), extension model 37085-40, serial# (B)(4), implanted: (B)(6)-2011, explanted: na, recharger model 37651, serial# (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37612 (B)(4) found no anomaly. Analysis of the extension model 37085-40 (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.